Event description:
Pt placed on oxygenator post failed angioplasty. Initial abgs adequate and device functioned normally. En route to operating room pt arrested and leaked in tubing system noted with rapid blood leak from device. Entire system clamped off. Pt was resuscitated and underwent bypass surgery but expired the following day.